Event description:
The patient experienced a hypoglycemic event and received a notification on the app suggesting medical attention. The patient was admitted to the hospital on (B)(6) 2026. The patient reported episodes of hypertension, high blood pressure, cerebrovascular accident, and stroke. Upon admission to the intensive care unit, clinicians monitored the patient¿s blood pressure and blood glucose via finger-stick testing. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp2a.250605.031.a3.s926u1ues5czd2. Hardware: sm-s926u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.